Manufacturer narrative:
Follow-up #1 date of submission 03/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:during a visual inspection of the pump, the cartridge compartment was observed to be cracked. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. The dim display was replaced with a test display. The test display functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. The reporter stated that the threads of the pump cartridge compartment were stripped. The cartridge cap was allegedly changed multiple times, however the cap remained loose due to the damaged compartment threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.